Event description:
It was reported that the bd maxguard extension set had separation. The following information was provided by the initial reporter: we have been having issues again with the extension set tubing breaking. I have included the lot number and a picture of the broken tubing. Product code# mx4439. Lot# 25075353.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Manufacturer narrative:
One sample model mx4439 was returned for investigation, the set was examined for defects and abnormalities. The collar on the male luer had cracks and was broken off. No other defects or abnormalities were observed. The customer complaint was verified. The most probable cause is that the alcohol swab caused the collar to become brittle and crack. A device history record review was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.